Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max safety infusion set. The returned product sample was evaluated and the following observations were made: a complete break in the extension tube was confirmed and occurred at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns, material buckling and radiating tear marks which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported "tubing broke above nad proximal to the patient. Tubing was clamped, de-accessed pac, re-accessed pac then blood cultures drawn." Add info rcvd 05/12/2022: the needle was a 20 gauge ¾ inch power needle. Stated event occurred while in use with patient and harm scale was intervention required. A. Did this cause a patient injury? No injury, but did cause the need for a painful re-access and potential for blood loss and infection. B. What was the intervention? Discontinuation of needle and re-access explant date: (B)(6) 2022.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "tubing broke above nad proximal to the patient. Tubing was clamped, de-accessed pac, re-accessed pac then blood cultures drawn." Add info rcvd 05/12/2022: the needle was a 20 gauge ¾ inch power needle. Stated event occurred while in use with patient and harm scale was intervention required. Did this cause a patient injury? No injury, but did cause the need for a painful re-access and potential for blood loss and infection. What was the intervention? Discontinuation of needle and re-access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "tubing broke above nad proximal to the patient. Tubing was clamped, de-accessed pac, re-accessed pac then blood cultures drawn." Add info rcvd 05/12/2022: the needle was a 20 gauge ¾ inch power needle. Stated event occurred while in use with patient and harm scale was intervention required. A. Did this cause a patient injury? No injury, but did cause the need for a painful re-access and potential for blood loss and infection. B. What was the intervention? Discontinuation of needle and re-access. Add info rcvd 05/25/2022: ¿ a detailed description of the event: as in the original document, the tubing broke above the nad proximal to the patient. Tubing was clamped, de-accessed pac, re-accessed pac then blood culture drawn. ¿ what type of catheter securement was utilized? Needle powerlok max 20gax3/4 inch.